Manufacturer narrative:
Correction: patient information has been updated with the correct patient details. This report is submitted on march 21, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced infection and a skin overgrowth on the abutment.